Event description:
A customer reported a loose fit between the non-valved infusion cannula and the trocar cannula during a vitrectomy procedure. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The sample has been rec'd and an in house investigation is in progress. (B)(4).